Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced syncope and inadequate atp therapy was delivered from the device. Device had inappropriate programming settings. Programming changes were made. Patient was stable.